Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device's system board was replaced to address the issue.